Event description:
It was reported that the patient was experiencing light headedness and shortness of breath. Upon device interrogation, it was noted that the right ventricular (rv) lead had high impedance, high threshold, and loss of capture. The rv lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) pacemaker, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.